Event description:
It was reported that an increase in threshold and noise on stored egms were seen. Lead dislodgment was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.